Event description:
Legal counsel for patient reported that the patient underwent a left hallux varus procedure on (B)(6) 2014. Subsequently, patient's legal counsel further reports patient allegations of pain and failure of device. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿inadequate healing¿. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.